Manufacturer narrative:
One opened/used enlite sensor was inspected and bicarbonate buffer test was performed. The sensor failed per specifications due to high readings. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the sensor had inaccurate readings and the threshold suspend alarm was triggered. Customer's sensor glucose was 79 mg/dl, but blood glucose level was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.